Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra2 meter read inaccurately erratic when comparing blood glucose results taken one after another. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The mss was advised the patient tests his blood glucose 6-7x a day and manages his diabetes with oral medications (types/ amounts not specified). The alleged issue began on (B)(6) 2011. The patient did not specify results obtained from the subject meter. The patient stated his blood glucose has been reading "all over the place." It is not known what action the patient took at the time of the alleged issue. Within an hour after the start of the alleged issue, the patient claimed he felt symptoms of "vertigo" and was vomiting. Emergency medical services (ems) was contacted. The patient obtained a blood glucose result "over 300 mg/dl" with the ems meter. The patient was administered intravenous (IV) fluids and insulin (type/ amount not specified) as treatment. The patient stated he was admitted into the hospital and kept for the following 5 days. At the time of troubleshooting, the customer care advocate (cca) noted an approved sample site was used for testing. The patient did not have control solution to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.